Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, patient came to routine follow-up, the subject pacemaker could not be interrogated (date unknown) because the following message appeared ¿standby mode.¿ the pacemaker did not respond to magnet and patient¿s heart rate changed between 70 bpm to 30 bpm (or less ¿ pauses in ECG). The patient suffered a car accident (date unknown). A new pacemaker was implanted. The ventricular lead was kept and tested before and after connection with new pacemaker and the parameters was normal. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, patient came to routine follow-up, the subject pacemaker could not be interrogated (date unknown) because the following message appeared ¿standby mode¿. The pacemaker did not respond to magnet and patient¿s heart rate changed between 70 bpm to 30 bpm (or less ¿ pauses in ECG). The patient suffered a car accident (date unknown). A new pacemaker was implanted. The ventricular lead was kept and tested before and after connection with new pacemaker and the parameters was normal. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, patient came to routine follow-up, the subject pacemaker could not be interrogated (date unknown) because the following message appeared ¿standby mode¿. The pacemaker did not respond to magnet and patient¿s heart rate changed between 70 bpm to 30 bpm (or less ¿ pauses in ECG). The patient suffered a car accident (date unknown). A new pacemaker was implanted. The ventricular lead was kept and tested before and after connection with new pacemaker and the parameters was normal. The subject pacemaker will be returned for analysis.